Event description:
The customer contacted physio-control to report that their device would lock-up immediately after powering it on. The customer further advised that he had replaced the battery approximately 10 days prior and that the battery had sufficient energy (4 led's). There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was the digital pcb assembly; however, further component level cause could not be determined. The customer was provided with a replacement device.